Manufacturer narrative:
Batch history review: the device quality and manufacturing history records have been checked for the available lot number and were found to be according to our specifications valid at the time of production. Review of the complaint history revealed that no similar complaints have been filed against products from this batch number. The review of risk assessment revealed that the overall risk level (severity 4(5) x probability of occurrence 2(5)) according to din en iso 14971 is still acceptable.

Event description:
It was reported to aesculap ag that an enduro femoral component cemented f3r (part # nb019k) was used during a procedure performed on an unknown date. According to the complainant, the enduro uncoupled with locking nut and was lying freely in the joint. The patient underwent a revision procedure on an unknown date. The complaint device was returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision surgery. Although requested, additional information has not been made available. The adverse event / malfunction is filed under aag reference (B)(4). Associated medwatch-reports: (400531692 - nb019k) 9610612-2021-00676 (400530846 - nr891m) involved component: nr891m (enduro meniscal component f3 12mm - lot 52095496).